Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was completed for part# 03.010.228, lot# 6032305. Manufactured by: (B)(4), release to warehouse date: oct 10, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that during surgery on (B)(6) 2017, the drill bit broke. No delay in surgery was reported. No information available about patient condition and outcome. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).